Manufacturer narrative:
On 07/10/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with clear appearance. Brown material was observed within the device. Gel was observed on the shell surface. Visual evaluation of the device revealed parallel lines of shell wear on the anterior view, suggesting in-vivo folding or creasing of the device. A line of siltex cracking was observed on the posterior view. Leak testing was performed in accordance with mentor procedures and one leak site was detected; a rent measuring less than 0.1 cm discovered within the siltex cracking on the posterior view. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation (pe) team concluded that the rent, shell wear and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. A rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the issue is related with manufacturing or that the rent, shell wear and siltex cracking were the root cause of the capsular contracture. According to the information provided, pe concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor memorygel breast implant 250cc gel breast prosthesis, catalog #3542507, lot #150439. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 250cc gel prosthesis and an unspecified mentor gel prosthesis when the right device (the 250cc device) ruptured after implantation. Rupture was confirmed by a CT scan. In addition, the patient developed capsular contracture (baker grade iii) in her left breast (the breast with the unspecified mentor gel device). As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 200cc gel breast prostheses on (B)(6) 2018. This medwatch report is for the left breast prosthesis.